Event description:
It was reported that during a gastrointestinal (gi) procedure, the colonovideoscope had no image or had a black screen. The procedure was delayed for about 30 minutes and was completed using a back-up device with no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.